Manufacturer narrative:
Investigation summary: we have been provided with the affected sample. After the evaluation of the returned sample, the sample showed a big amount of silicone inside the syringe and some small particles of plastic flakes. We could confirm the reported issue. Based on the sample received the investigation concluded: confirmed, bd was able to confirm the customer¿s indicated issue. A review of the device history record could not be performed as a lot number was not provided for this incident. The origin of the reported nonconformance consisted of silicone oil. This silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. Correct presence and quantity of silicone in the syringe is evaluated in our routine manufacturing controls. In that case, we consider that because of some temporary issue in the siliconization process, there was an excess of silicone, with small plastic flakes from the primary assembly machine, causing the reported non-conformance. On the other hand, based on the preventive measures and our stringent sampling inspection, we are confident that this has been an isolated case and any probability of occurrence should be very exceptional. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a CAPA is not required at this time.

Manufacturer narrative:
Medical device lot#: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter (similar to liquid or crystal) was found on a bd 20 ml syringe with 18g x 1.5 in. Needle prior to use. There was no report of injury or medical intervention.